Event description:
Recurring seroma, vaginal "unhealing", sore 11 mos, 19 days, discharge, infection, bladder infections, odor, opening of abdominal wound, incontinence worse than before the surgery, general soreness in the lower abdominal area.